Event description:
It was reported that the atrial and ventricular leads had noise on the baseline and it appears the device is causing the electrograms to "echo" one another. Also, the atrial lead may have been undersensing. The device and the atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.